Event description:
It was reported that the patient with this pacemaker device was experiencing a significant episode of malaise following a therapy session involving electrodes placed on her right leg, intended to stimulate the muscles and nerves in order to aid recovery of the knee joint. After this session, the patient felt very unwell and experienced palpitations lasting more than 10 minutes. The patient was concerned and wanted to know if this type of therapy could have possibly influenced on the palpitations. Technical services (ts) reviewed and this patient had some kind of medical treatment with electric stimulation on the muscles and nerves. Ts stated that there was no latitude transmission and so it they don't know if there was any arrythmia when patient felt palpitation. Ts stated that the patient body contains electrolyte and any conducted electrical current has potential to interfere with the device function. Ts asked the patient to have their communicator so that a transmission could be performed. This pacemaker device currently remains in service. No adverse patient effects were reported.